Manufacturer narrative:
Additional information was received that database analysis revealed that the battery discharge was observed and revealed no anomalies. The charge profile was observed and showed that the patient frequently triggers the charger thermistor and had poor charger-to-ipg alignment. The device appeared to be working as expected.

Event description:
A report was received that the patient could not charge the ipg. It was noted that the ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient could not charge the ipg. It was noted that the ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient could not charge the ipg. It was noted that the ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient could not charge the ipg. It was noted that the ipg would not hold a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.